Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a faulty patient board. The identified unit was replaced and device was repaired. The software version was upgraded. The device was tested and passed the required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states: in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that during preparation for use, the device cv-190 video processor showed no image. There was no patient involvement on this report. No user impact or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based from the failure reported that the patient board fails, it was presumed that the synchronous circuit of the patient board likely the cause for the reported phenomenon causing images to not displayed on 180 scope. Olympus will continue to monitor complaints for this device.